Event description:
There was a coronary intervention being performed on circumflex artery which was already stented in the past. A cordis atw marker guidewire was to be placed in the artery distal to the lesion site. An angioplasty balloon was advanced over the wire to the proximal area of the vessel for wire support. As the wire was being advanced, it would not advance past the lesion site which had been previously stented. The wire was then to be removed from the artery, when the tip of the wire got stuck in the stent struts and began to unravel. The wire was removed in one piece with nothing left behind in the vessel. A new wire was used and the coronary intervention was successfully completed.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional info will be provided within 30 days of receipt.